Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in nov 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient stated that she had a little bit of pain while using the bhs device level of pain s unknown. No additional patient consequences have been reported.

Event description:
As per customer service representative, it was reported by the sales representative that the patient stated that she had a little bit of pain while using the bhs unit. The patient also sent the sales rep a picture of frayed wires on the pigtail of the bhs controller. No additional patient consequences have been reported. The sflx-2 coil was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.